Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation prime abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented with back pain and a type ia endoleak. However, the exact date of event is unknown. The physician elected to treat the patient by implanting a medtronic (non-endologix) endurant cuff device on an unknown date. The endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The urgent presentation and the type ia endoleak are unconfirmed due to a lack of the relevant medical information. The secondary endovascular procedure with non-endologix implants is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of these events could not be determined. No contributing factors were determined due to a lack of the relevant medical information. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.